Event description:
It was observed that during device evaluation, the gastrovideoscope distal end had a crack and a gap had occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there were defects in the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.